Event description:
It was reported by the sales representative that on (B)(6) 2009 at 1820h, a call was received from the chief of perfusion. There was a male patient in cath lab, who required an intra-aortic balloon (iab) and iab pump. The insertion of the iab-s730c was without incident. As pumping was initiated the pump alarmed "purge failure." The perfusionist on site could not initiate pumping, as a result the pump was exchanged. As well as, the iab with the sheath was also removed from the patient. The perfusionist requested another iab-s730c. Reference MDR # 1219856-2009-00465 for the second event involving same patient. Reference MDR # 1219856-2009-00462 and MDR # 1219856-2009-00463 for first and second related reports involving same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.